Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed. A field service engineer (fse) ran the hardware test application and confirmed that door 2 was working normally upon arrival. The latch column was removed, and the latch connections on door 2 were cleaned and tightened. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower 1 door 2 clicked repeatedly and continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.